Event description:
It was reported that a patient underwent breast augmentation with a mastopexy on an unknown date and surgical sealant was used. One week post operative, the patient developed a significant rash with systemic symptoms where the surgical sealant was applied and then spreading across chest and up neck and face. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.